Event description:
It was reported that the patient had a prophylactic pump replacement; eri (elective replacement indicator) was 5 months. The patient had no signs or symptoms. It was noted that they were also unable to aspirate the catheter. A revision was performed; "trimmed catheter". The pump contained dilaudid, clonidine and bupivacaine. The event was reported to be resolved without sequelae as of (B)(6) 2011.

Manufacturer narrative:
Catheter model # 8709 lot# j12531r05 implanted (B)(6) 2005 explanted unk; catheter model # 8709 lot# j11373r62 implanted: unk explanted: unk; 8840 synchromed ii b.

Manufacturer narrative:
(B)(4).